Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine 500 mcg/ml for a total dose of 250.03 mcg/day via an implantable pump for non-malignant pain. It was reported a catheter access port (cap) contrast study was performed on (B)(6) 2017 and was normal. An x-ray performed on (B)(6) 2017 showed the catheter had migrated from c2 to c4. It was indicated there was no signs or symptoms. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was catheter dislodgement. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.